Manufacturer narrative:
Model, serial, lot # information and expire date was not provided. The device was not returned by the customer to 3m for evaluation. Product lot # was not provided. Without returned sample or product lot #, further investigation could not be conducted. The customer reported existing allergies to many chemicals. The product sds was provided to the customer. The sds provided did not contain any of the reported known allergens. End of report.

Event description:
A female customer reported she underwent a recent mtp joint fusion surgery. The woman initially applied a waterproof bandage over the wound site. Per the recommendation of a chemist, the woman switched to apply the referenced tape over the site on (B)(6) 2018. The tape was worn for a half day. The woman alleged she began to experience discomfort. The tape was removed. She alleged the skin that came in contact with the tape was red, sore, itchy and "burn-like". The woman reported she used unspecified antihistamines, antiseptic cream and spray for three days to treat the affected area. She reported the initial treatment was ineffective. On (B)(6) 2018, the woman reported the affected area was worsening. She alleged the affected area stung and itched. The woman reported her gp advised she experienced an allergic reaction. The doctor instructed the woman to take an unspecified antihistamine and apply derma cream. The doctor also provided the woman with a prescription for "elacon" cream to use if the derma cream was ineffective. She alleged experiencing discomfort due to her foot swelling from the recent surgery combined with the allergic reaction. The woman reported allergies to many chemicals including; cetyl stearyl alcohol 20%, dmdm hydantoin, methyldibromo glutaronitrile/phenoxyethanol (mdbgn), and "balsom" of peru. She reported her allergist advised her to always check ingredients on products, place a small amount on the inside of her wrist and wait 24 hours to see if a reaction occurs. The woman reported she did not perform this check prior to applying tape. On (B)(6) 2018, the woman reported her gp gave her an unspecified steroid cream and antihistamine that was used it for 2 weeks. She reported the affected area was improving.